Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 4/2/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a problem of a defective mainboard. This would have rendered the device unusable. There were no reportable malfunctions identified. The mainboard was replaced.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device constantly beeps and the infuser door is broken. No other information provided. Patient involvement unknown.